Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pulmonary lobectomy, at the moment to shoot, there was problem unloading the device. The surgeon was able to press the green button and was able to squeeze the handle and the device did not fire. Another stapler was used to complete the case. There was no patient injury.